Manufacturer narrative:
Date of submission 29-11-2017 the device has been returned and evaluated by product analysis on 06-11-2017 with the following findings: there were confirmed 078-0008 errors (motor rewind error) in black box and replicated consistently during investigation. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. Also unrelated, the audio bolus button cap was punctured. The pump was opened and there was moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.